Event description:
Customer reported the au480 clinical chemistry analyzer generated false high glucose (glu) results on multiple patient samples for 2 different dates. This MDR reports the event that occurred on (B)(6) 2015; the instrument generated erroneous glu results for eleven patient samples. Customer instituted an internal policy of repeating all high glucose results because of this event to prevent release of erroneous results. Customer stated that some erroneous results had been reported out of the lab for this event. Customer repeated samples and issued amended reports. Customer confirmed there was no medical intervention or change to patient treatment associated with this event. Customer reported that controls (qc) were performed before and after the event with recovery acceptable and within facility ranges. The customer made no indication of result flagging or analyzer alarms for this event. Review of customer data identified that glu results were erratic giving both falsely low and high results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse replaced sample probe, de-ionized water pump and degasser. System was verified by performance of reagent blanking, calibration, and all levels of controls. Results meet performance specification. There were no further issues reported. The full patient identifier for this event is (B)(6). All associated MDR: 9612296-2015-00019.